Event description:
It was reported that this pacemaker was suspected of premature battery depletion. At a previous follow up a year ago the battery longevity showed to be at 12 years remaining. During the most recent follow up the battery longevity displayed three months remaining. This device has since been explanted and is no longer in service. No further adverse patient effects were reported. This device is anticipated for return and analysis. Should additional information become available, a follow up report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity went from twelve years to less than three months in one year timeframe. This device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population. Patient code 3191 captures the reportable event of surgery. This report is being filed to correct the a1 patient identifier.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity went from twelve years to less than three months in one year timeframe. This device was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.